Manufacturer narrative:
Device eval: the suspect device eval/investigation has not been completed. A review of the device history record revealed no exception documents. Complaint data base reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the eval is completed. Device history record was reviewed. Complaint data base was reviewed. Conclusions: other, a f/u report will be submitted when the eval is completed.

Event description:
The rotator of the h3rrc broke during an angiographic procedure. Injector settings: flow: 8ml/s, volume: 12ml, pressure limit: 1000 psi. No harm or injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the second defective device. The customer returned one device for eval/investigation. Therefore, this single MDR report will be filed.